Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: 'chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning - using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. 'Chapter 5: when an abnormality occurs this section describes what to do when an abnormality occurs. 5.1 when an abnormality occurs. If any abnormality is suspected during the inspection according to "chapter 3 preparation and inspection," do not use the product and take measures according to "5.2 identifying and handling abnormalities. If the endoscope still does not return to normal, send it in for repair according to "5.4 when to send the endoscope in for repair". If an abnormality occurs while using the endoscope, stop using it immediately and carefully pull it out from the patient according to "5.3 pulling out an abnormal endoscope". Warning. - never use the endoscope if any abnormality is suspected. Not only will it not function properly, but it may also injure the patient's body cavity or the surgeon or damage the instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found corrosion on the endoscope connector, the angle wires were stretched, the adhesive on the a-rubber has a chip and crack with a white-clouded area, the paint on the s cylinder is peeled, the obective lens has a scratch, the c cover has scratch, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited an e315 error. There were no reports of patient involvement.